Event description:
Customer reported that a patient encountered a delay to thrombolysis as a result of transpoted lead wires on the mac 5000 ECG machine. The leads that were transposed were the left arm and left leg. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.